Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 01oct2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse performed a touch screen recalibration. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to customer for patient use.

Event description:
The customer reported that the ventilator was not responding correctly to touch control. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.